Event description:
The patient's sister reported that, the patient was experiencing intermittencies with her cochlear implant which were unresolved by an exchange of external equipment. Testing performed revealed that the device was functioning. Due to the unresolved intermittencies issue, the patient's device was explanted. The patient was reimplanted with another advanced bionics device.